Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9597-20, batch (B)(4), was received for investigation. Visual inspection noted signs of wear on the distal and proximal end of the device. Functional testing with a known good, ar-9676, revealed that the reamer couldn't be moved freely within the ar-9597-20. The most likely cause of the reported failure is misuse due to interference with the mating instrument.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via sems-06641528 that an ar-9597-20 angled reamer sleeve was worn. There were no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm.